Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2024, "after placing IV, staff noted leaking from insertion site. IV discontinued and staff inspected cath/hub, saline flushed through IV and staff able to see leaking from where the clear sheath meets the pink hub". It was reported that due to this, an additional IV was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking from IV insertion site.